Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during classroom education/demonstration, the pca module had repeated syringe errors with bd 30 ml syringe (model number 302831) during insertion. "Unknown syringe installed" error message on display. Removed syringed, repeated installed with approved syringe four times during the day. There was no patient involvement.